Event description:
It was reported that, dr. (B)(6) was performing a total shoulder using the reunion tsa shoulder instruments. Case was going smoothly until he used a size 14 broach. He removed the broach handle in order to do a trial reduction. We did the reduction and he stated, he would like to use those components to implant. He then attached one of the broach handles to remove the broach. Upon hitting the handle with a mallet it broke loose for the broach. This was attempted many times with the same result. The second broach handle was then attached which also failed the same as the first. We ended up having to use the stem extraction piece with a mallet to remove the broach from the pt. Which was difficult since we did not have the slap hammer to use.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.